Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the lv lead had exhibited high impedance prior to being replaced.

Event description:
It was reported that the high voltage portions of the right ventricular (rv) lead were exhibiting high impedance due to fracture. The lead was capped. It was also reported that the left ventricular (lv) lead was capped due to diaphragmatic stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted (B)(6) 2008; 5054-52 lead, implanted (B)(6) 2004; 694758 lead, implanted (B)(6) 2008. (B)(4).